Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 474 mg/dl to "high" on the continuous glucose monitor. Cause for high bg was unknown. Customer delivered a correction bolus via the pump to address bg. It was also reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion.